Event description:
It was reported that the system would drive to max fluoro and then would not perform x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated circuit boards, cables, and connectors. The system operates as intended.